Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving lioresal (2000 mcg/ml at an unknown dose) via an implanted pump in simple continuous infusion mode. The pump's indication for use (IFU) was listed as intractable spasticity. The rep reported that an alarm was heard and motor stalls and motor stall recoveries were displayed when the pump was interrogated; there were 8 short stalls. The details of the stalls were not provided. The patient had not recently had magnetic resonance imaging (MRI) performed and the pump had not been exposed to magnets. The rep didn't know whether there were symptoms; it was noted that the stalls were short so no symptoms were expected. The pump was replaced on (B)(6) 2016. Follow-up was conducted for the patient's pertinent medical history, other medications that the patient was taking at the time of the event, the intrathecal lioresal dose, lot number, and therapy start and stop dates, the cause of the stalls, and troubleshooting performed in relation to the event. If additional information is received, a follow-up report will be sent.